Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely after 2 days of wear and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness. However, the customer was able to regain consciousness and reported being able to self-treat with insulin (dose/type unknown) provided by a third-party. There was no report of death or permanent impairment associated with this event.